Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reported that upon line change at 2020, rn noted that the uac was leaking directly below the hub and blood backing up the line. The charge and flex nurses notified personnel. The peds surg team were paged and the doctors were in to assess. The line was repaired successfully per policy. Fluids restarted at 2145, wave form optimal. The customer further reported that the catheter was leaking just below the hub where the catheter is joined. The uvc was secured by suture. The uvc was inserted (B)(6) 2014 in the umbilical artery and was in continuous use. Sterile saline solution was used to flush the line. The uvc was removed (B)(6) 2014 and the device was not replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 3/15/2016. During the investigation and discovery phase of this complaint, it was identified that covidien product was not involved in the reported incident. The product was that of another manufacturer. Based on additional information received, this will be closed and the complaint record will be voided.